Manufacturer narrative:
The device was not returned to manufacturer for evaluation and therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that (B)(4) 21.5 diopter intraocular lens was inserted with no trailing haptic. The lens was removed and replaced however an incision enlargement was required. There was no a patient injury reported. No further information was provided.